Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading 200 mg/dl. No bg meter reading was taken at this time. The patient was experiencing stomach cramps and vomiting. The patient self-treated with insulin via her omnipod insulin pump. Despite this, her cgm values rose to 300-360 mg/dl. Concerned, the patient then went to urgent care where her bg meter reading was 460 mg/dl but the patient¿s cgm value could not be recalled. The urgent care center then advised for the patient to go to the emergency room. In the ER, the patient¿s bg meter reading was 477 mg/dl while the cgm was reading in the 300s mg/dl. The patient was treated with an IV insulin drip, potassium, magnesium, and IV saline. The patient¿s sensor was also replaced. At the time of report, the patient was still in the ER and she was expected to be discharged in the next 24 hours. Attempts to reach the patient back for her discharge date were unsuccessful. The patient was feeling better at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid was taken in the ER. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.